Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, staff noticed the hemopro tissue welder's jaw boot cover had broken. The hospital did not report any broken or detached piece in the patient. No product retrieval was reported. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. When maquet territory manager sales rep sent to pick up the device to return to maquet, he observed that one side of the jaw boot covered was not intact.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold boot material was peeling away and had multiple cracks. Upon receipt, the initial visual observation was that it did not form in a completely assembly; however, upon further investigation, there did not appear to be any of the torn boot material missing. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.